Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels and issues with their sure-t. The customer's blood glucose level at the time of incident was 400mg/dl. It was reported that the customer's sure-t was bent during the night, and caused the highs. The customer reported changing the set and having their levels come back down. It was reported that the customer would call back at a later time to troubleshoot sensor. No further information provided.